Event description:
A hospital in another country, reported to our distributor that when the hospital staff set up the breathing circuit and mr290 auto feed humidification chamber, water leaked out of the vent on the water bag spike as soon as they opened the cap.

Manufacturer narrative:
This report was prepared by r money. Method: the returned device visually inspected. Results: our records indicate that this is the only complaint of this nature received for the given lot number. The vent assembly on the water bag spike of the mr290 humidification chamber was not attached securely and detached easily when pulled. This explains the water leak as described. The vent assembly is inserted into the water feed spike initially by hand, then pressed in tightly by machine. We expect that this final pressing operation was not carried out on this particular chamber waterfeed set. Manufacturing personnel are aware of this problem, and steps have been put in place to prevent recurrence. Conclusions: the device was out of specification. We are aware of other similar reports, however, the occurrence rate is very low.